Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 573 mg/dl. Customer alleged pump was not delivering insulin properly. A bolus was delivered to address bg. Pump system check was performed with tandem technical support; no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.